Event description:
The staples were not fired. It happened with 5 staplers. Staplers were tested outside the area first. There was no consequence for the patients. But a waste of time and money.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The staples were not fired. It happened with 5 staplers. Staplers were tested outside the area first. There was no consequence for the patients. But a waste of time and money.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box was manufactured on 02/15/2022 a total of (B)(4)pieces. Lot was released on 03/01/2022. DHR investigation did not show issues related to complaint. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 36 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Manual realignment of the staples was attempted; however, the stapler still could not fire staples correctly. No defects or anomalies were observed with the device. It could not be determined what exactly caused the first staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance that was closed on november 14, 2022. The returned sample was manufactured prior to these corrective actions. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was disassembled, and no defects or anomalies were observed. It could not be determined what caused the staples to misalign. The returned sample was manufactured prior to the corrective actions established to address this issue in a nonconformance. Teleflex will continue to monitor and trend on complaints of this nature.